Event description:
While in pt use, the pump reportedly gave an audible alarm and stopped pumping. No malfunction message appeared on the display readout. The pump was infusing normal saline on line a at 50 ml/hr, neosynephrine at "less than 20 ml/hr" on one line and nitroglycerine at "less than 20 ml/hr" via another line. The nurse did not recall the set rate, or the specific pump lines the latter two solutions were running on. When the device went into the alarm condition, the pt experienced a "transitory drop in blood pressure" for an unspecified period of time. The pump was replaced and the pt returned to his baseline status without adverse sequelae.